Event description:
Biomed reports that pump was brought to them with failure code 812:02. Biomed cannot confirm if failure occurred during pt use. Biomed does state that pump powers up with failure each time. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the setup of the infusion device. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.